Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
An event involving a plum 360 experienced air in line. It was stated in the report that the device never sounded when there was air in the pump and almost went into patient. The event occurred on 17-jun-2024 during infusion. The issue was not related to any physical damage or abuse. There was patient involvement but no harm or delay in therapy reported.

Manufacturer narrative:
Customer¿s complaint of device never sounded when there was air in pump was not confirmed. Tested device for both proximal air in line and distal air in line, device recognized air in line and alarmed on both tests. Device alarm log history had no similar event alarm codes present. Device passed self-test with no error alarms. Probable cause is no problem found. During inspection of device found fluid shield, to be damaged. Replaced fluid shield. Probable cause is physical damage consistent with normal wear and tear. A review of 12 month service history performed and found no similar events.